Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had a longterm driveline infection, which progressed to sepsis. Pt also had idiopathic thrombocytopenia receiving n-plate injections and ulcerative colitis. The pt developed renal failure and malnourishment. The pt and family decided to withdraw care and the pt expired. No autopsy was performed.

Manufacturer narrative:
The pt expired and no autopsy was performed. The device was not returned to the MFR. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.